Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device has been explanted

Event description:
It has been determined that the device associated with this complaint is not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The device associated with this complaint was received in the device analysis lab and is determined to be not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b2, b5, d9, h6.